Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported cardiac output imbalance alarm was confirmed via review of the driver alarm history. During investigation testing, a delay in flow waveform timing was observed, which increased over time and led to a decrease in cardiac output. The root cause of the customer-reported cardiac output imbalance alarm was determined to be a malfunction of the left pilot valve. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a cardiac imbalance alarm. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an alarm, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a cardiac imbalance alarm. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.